Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) 1 day post lasik surgery. Topical steroid dosage was increased to treat the event. The patient was asymptomatic. In a f/u the technician reported that, the event had resolved. No further info is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).